Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for implant procedure. During attempted implant, the pacemaker exhibited backup vvi mode. The device was not implanted and was replaced. The patient condition after the procedure was stable.

Manufacturer narrative:
Final analysis found a xena integrated circuit anomaly which resulted in a backup vvi mode.